Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's suture sleeve was not deep enough and was starting to protrude. The physician stated that he is going to bury the suture sleeve deeper. The patient experienced new pain and discomfort at the incision site and is procedure-related. The intensity level of the pain was mild and the patient feels pain when the stimulation is both on and off. The patient did not experience any swelling or redness. The patient also did not seek medical intervention for the pain. The patient underwent a revision procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-50 , serial/lot: (B)(4), description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patients suture sleeve was not deep enough and was starting to protrude. The physician stated that he is going to bury the suture sleeve deeper. The patient experienced new pain and discomfort at the incision site and is procedure-related. The intensity level of the pain was mild and the patient feels pain when the stimulation is both on and off. The patient did not experience any swelling or redness. The patient also did not seek medical intervention for the pain. The patient underwent a revision procedure and was doing well post-operatively.